Event description:
Customer reported that their pump screen was unresponsive and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed the user on troubleshooting steps such as confirming the pump was not plugged in, pressing the button, and plugging the pump into a known working power source, but these attempts failed as the screen did not turn on. The pump was bipping without a visible led light and vibrated at regular intervals. Since the pump remained inoperative and was under warranty, it was decided to replace it. Customer, who lacked a backup insulin therapy, was advised to contact their healthcare provider. Support confirmed the shipping details for the replacement pump and instructed the customer on returning the defective pump and transferring settings and connections to the new device. The replacement pump was sent, along with instructions for programming settings and connecting it to the cgm, ensuring no further interruption in insulin delivery.